Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 - visual examination of the provided picture enables identification of the broken product. The strike plate has broken off the broach handle. No device has been returned; therefore no further analysis can be made. - lot identification is necessary for review of device history records; lot identification was not provided. - medical records were not provided. - a definitive root cause cannot be determined. - complaint can be confirmed using the photo attached which shows the broken device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impaction handle broke while broaching. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.